Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected battery out limit alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with black shadow on the display due to warped/uneven pcb on the lcd board. The insulin pump was received with cracked case at display window corners, minor scratched lcd window and stained end cap sticker.

Event description:
The customer's father reported via phone call that the insulin pump had a battery out limit that could not be cleared. The customer's father stated that the insulin pump had recently been exposed to rain. Blood glucose level at the time of the incident was 180 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.